Event description:
It was reported that the insulin pump had an unresponsive keypad and a no delivery alarm. The customer's reservoir was empty. The blood glucose reading was 100 mg/dl. The customer states that the insulin pump was dropped before. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.